Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. The service history was reviewed, and no data was found. (B)(4). Per the instructions for use, the user is advised the following: if fluid level high is reached, the airseal function will shut down. The functional test must be performed prior to each surgery. Because the functional test is performed during initial start up, the unit must be power cycled (off/on) prior to each surgery. In case the device or any of the accessories fail during surgery, a replacement device and replacement accessories should be kept within close proximity to be able to finish the operation with the replacement components. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 110v device was being used during a robot-assisted procedure on an unknown date, and ¿it was reported that the power turned off¿. Follow-up assessment found that power did not return to the device "even though fuse was replaced". There was a sudden loss of pneumoperitoneum and it was reported that the instruments were "probably" removed. ¿it was described there was no health hazards when the event occurred". The procedure was completed as normal with an alternate airseal device. The patient was not injured, and no medical/surgical intervention or extended hospitalization was required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.